Event description:
The reporter called and alleged discrepant results on the device when compared to a lab during a correlation. The reported device results / lab inr were 3.2/2.34 in 11/2004, 2.6/1.81 the following month, 2.0/1.33 and 4.9/3.33 on unknown dates. No other information was provided.